Event description:
It was reported that the laser was low on power. It was noted that there was an energy delivery output failure. There was no report of patient or procedure involved.

Event description:
It was reported that the laser was low on power. It was noted that there was an energy delivery output failure. There was no report of patient or procedure involved.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. However, the device was serviced on-site by a field service engineer (fse). The reported device allegations were confirmed. The fse performed calibration and alignment to correct the low power error. The optics was checked and cleaned as needed and found no damage. The beam image and quality were checked. Channel 2 and 4 high reflector (hr) optics were adjusted. The output power was checked in accordance with the service manual. All checks passed. The system was fully operational. A risk review was completed and confirmed that the event of "device - low power" was defined in the risk documentation and is documented accordingly in the product record review (prr). This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. A labeling review was performed on the device instructions for use (IFU). The IFU cited that if the external power meter reading falls above or below 20% of the requested energy on your laser, discontinue the procedure and to contact your local device service representative. There is no indication that the device was not used in accordance with the IFU. A device history record (DHR) review was performed and indicated that the console installation and functional verification were performed on (B)(6) 2020, system last service performed was on (B)(6) 2025. The console remained fully functional, with no issues reported until the last service and/or complaint date. Based on service records, the issue is more likely due to use-related wear or field conditions rather than manufacturing or design at release. Based on the information available, the conclusion code "cause traced to component failure" has been assigned as the most probable cause for the complaint.